Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, one of the patients leads was fractured and another lead had low impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the fractured lead was unplugged and left implanted, the lead with low impedance was explanted and 2 new leads were implanted to address the issue.